Manufacturer narrative:
Analysis confirmed the customer comment of damaged ports, both output connectors were broken as was the lower case. It was additionally noted that the keypad window had bubble between its layers (out of specification in a mechanical manner) and that three case screws as well as the hanger screw were contaminated. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the atrial and the ventricular ports on the external pulse generator were damaged. The generator was returned for service. No patient complications have been reported as a result of this event.